Manufacturer narrative:
The insulin pump had unresponsive buttons due to unlocked lcd keypad connector. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the buttons on the insulin pump were not responding. No significant events leading to the keypad issue. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.